Event description:
According to the reporter: occurred during a laparoscopic low anterior resection procedure. The device was being used for the stapling of the sigmoid colon. The stapler did not work at all. The reload did not open or close, though both buttons were pushed. At the same time, the blinking green light did not show on the reload status indicator under the handle. The handle was able to recognize the reload. The stapler was able to fire. The jaws of the device locked onto the tissue. The surgeon had to wait for a moment and opened the jaws. In order to resolve the issue and complete the case, replaced with a different powered handle. There was no patient harm. The patient status is alive, no injury. The device sterilization method is autoclave and the type of cleaning is manual.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation noted no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.